Event description:
On the event date, it was reported to the company that during an intracranial embolization procedure, an embolization coil separated from its delivery pusher when the physician attempted to retract it into the microcatheter. This occurred after a first framing coil was in place, as the physician was trying to reposition the second coil in the aneurysm. The distal portion of the embolization coil was in the intracranial aneurysm, while a proximal portion of the coil remained in the parent artery. No patient injury was reported initially. In 2009, the company was first informed that after the procedure, the patient had an ischemic vascular accident in the right superficial sylvian area, which induced a heminegligence and a left hemiplegia which rapidly regressed. The patient currently exhibits a minor left lateral homonymous hemianopsia and a loss of fine muscle control of his left hand.

Manufacturer narrative:
The delivery pusher used to deliver the embolization coil to the intracranial aneurysm was returned for evaluation. The monofilament that attaches the embolization coil to the delivery pusher was stretched and broken. The root cause could not be determined.